Event description:
It was reported that, one month after undergoing a water vapor therapy procedure, a patient was hospitalized due to blood clots and spent two days in the emergency room with a continuous bladder irrigation. Later, the patient was admitted to another emergency room where he had mechanical continuous bladder irrigation. Later, the patient was admitted to the hospital for an additional two days with continuous bladder irrigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.